Event description:
It was reported that during a lap appendectomy procedure, the switch button activated intermittently when the hand activation button was pressed. They tried another hand piece and then went to another generator and still it would not resolve the issue. They used an unk modality to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.